Manufacturer narrative:
(B)(4). The device was evaluated by carefusion's failure analysis lab and confirmed a torn diaphragm approximately 2 inches long. The affected component was replaced and repaired. Any additional information received from the customer will be evaluated and included in a follow-up report if required. (B)(4).

Event description:
A customer reported to carefusion that a torn diaphragm was found on their 3100b high frequency oscillating ventilator (hfov) during the performance check. The customer stated no issues were observed with the instrument and calibrations were acceptable. The customer reported no patient involvement associated with the event.